Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the review of the black box data and the alarm history showed a single call service alarm ¿cs064¿ alarm and multiple ¿cs078¿ motor alarms on the date of the alleged issue occurrence. The pump alarmed with a ¿cs078¿ alarm upon the first rewind attempt. Investigators were unable to clear the alarm and perform the prime step sequence and execute a basal program. Upon removal of the pump cover, moisture induced corrosion was found to the printed circuit board on the motor flex and the connector. Unrelated to the original complaint, evidence of moisture ingress was observed on the display screen inside the pump. A leak test failed due to a display lens leak.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.